Event description:
Caller reported that the pump battery would not charge, despite using the correct tandem charging cable and attempting multiple methods to resolve the issue. There was no reported adverse impact to the customer's blood glucose level, as the caller declined to provide specific information. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup insulin therapy.